Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was hospitalized for three days due to diabetic ketoacidosis. The patient experienced symptoms of vomiting, fainting, nausea, loss of appetite and rapid heartbeat. The blood glucose result was hi mg/dl (> 600 mg/dl) before arriving at the hospital. The patient was treated with insulin administration. The patient confirms that there are some air bubbles in the insulin cartridge, which she does not normally remove.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.